Event description:
Event description boston scientific cardiac rhythm management (crm) received information that during the implant procedure a pericarial effusion was noted. The physician drained the effusion successfully. The next day when checking the device, it was noted that the r-wave measurements were very inconsistent. No adverse patient effects were reported.